Manufacturer narrative:
Updated product based on implanted date and lot number.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Device received for this event is being corrected from astratech impl ev 4.2s 6mm os catalog # 26320 to osseospeed ev 4.2 s - 6 mm catalog # 25231. This is a follow up report for this corrected information. This follow up report is to correct information that was submitted in the initial MDR: correcting: UDI #: from UDI# (B)(4). Catalog #: from catalog # 26320 to catalog # 25231. This is a follow up report to correct this information.